Event description:
Customer stated she keeps getting multiple no delivery alarms on her insulin pump. The alarms happen when her reservoir is at half full. Customer stated she ended up in the hospital last friday with a blood glucose level of 600 mg/dl. Customer provided no other details about the hospitalization. Customer's current blood glucose level is 130 mg/dl. She was advised of the possible causes of no delivery alarms. Customer declined trouble shooting because the issue was resolved with a complete set change. She was advised to call when the alarm occurs in order to trouble shoot. She was also advised on scar tissue and different site areas. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.